Event description:
The customer reported that the 9800 system displayed a collimator iris pot error message. No patient or staff injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the fluoro function board, reloaded the flash memory, and calibrated the collimator. The system was tested and is operating as intended. This event may be an accidental radiation occurrence.